Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures. The customer's blood glucose reading was 13.4 mmol/l. The customer stated that the bolus was recorded and programmed in the daily history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with however hardware low level failure variable 3 was present in the format history file, the problem was isolated to the keypad assembly. No unexpected hardware low level failure alarms noted during our testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.